Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x2.8mm, concentric, de novo target lesion was located in the non-tortuous, non-calcified, mid to distal right coronary artery. The lesion contained >45 and <90 degrees bend. Following pre-dilatation, residual stenosis was 80%. A 2.75x28mm promus element drug-eluting stent was advanced to treat the lesion; however, significant resistance was encountered and a vessel dissection occurred. The device was removed and another stent was implanted to cover the dissection and complete the procedure. No further patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x2.8mm, concentric, de novo target lesion was located in the non-tortuous, non-calcified, mid to distal right coronary artery. The lesion contained >45 and <90 degrees bend. Following pre-dilatation, residual stenosis was 80%. A 2.75x28mm promus element drug-eluting stent was advanced to treat the lesion; however, significant resistance was encountered and a vessel dissection occurred. The device was removed and another stent was implanted to cover the dissection and complete the procedure. No further patient complications were reported and the patient was stable.